Manufacturer narrative:
Manufacturer narrative based on data obtained 12/28/2015: (B)(6). Date of anti-reflux procedure including implant of linx: (B)(6) 2015. Barium swallow and ph tests completed previous to anti-reflux procedure. Device was found in correct position/geometry at time of device explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation date not reported. -uneventful device explant due to ongoing gerd on (B)(6) 2015. -device found in correct position/geometry. -patient in satisfactory condition after explant.

Manufacturer narrative:
Manufacturer narrative based on data obtained 12/28/2015: (B)(6). Date of anti-reflux procedure including implant of linx: (B)(6) 2015. Barium swallow and ph tests completed previous to anti-reflux procedure. Device was found in correct position/geometry at time of device explant. Corrected data obtained 01/26/2016: device model number was determined to be ls17 instead of lxc17. Lxc17 was erroneously provided in the initial report. (B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation date not reported. Uneventful device explant due to ongoing gerd on (B)(6) 2015. Device found in correct position/geometry. Patient in satisfactory condition after explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation date not reported. Uneventful device explant due to ongoing gerd on (B)(6) 2015. Device found in correct position/geometry. Patient in satisfactory condition after explant.